Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in taiwan.

Event description:
It was reported that during kit inspection, the handpiece appears low speed and noisy while depress throttle. There was no patient involvement. Due diligence is complete, there is no additional information available.